Event description:
It was reported that during a routine generator exchange that the physician noted insulation damage on the right ventricular (rv) lead. The physician elected to fix the damaged right ventricular lead. The patient was in stable condition.